Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of sterile peritonitis; characterized by nausea, vomiting and the presence of fibrin which warranted hospitalization and antibiotic therapy. The etiology of the peritonitis is unknown; therefore, causality cannot be firmly established. However, per the pdrn, the events are unrelated to pd therapy and/or any fresenius device(s) or product(s). Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the event, as there is no allegation or objective evidence a liberty select cycler and/or liberty cycler set product deficiency or malfunction was associated with the events. Moreover, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified.

Event description:
It was reported that a peritoneal dialysis (pd) patient became sick and was throwing up and had to cancel treatment. The patient was hospitalized. Upon follow-up with the peritoneal dialysis registered nurse (pdrn) it was reported the patient has sterile peritonitis, as evidence by a negative peritoneal effluent fluid culture (date not provided) and elevated wbc cell count (value not provided). The patient is being treated with unspecified intraperitoneal antibiotics and is recovering. The patient continues to undergo pd therapy without issue. The pdrn stated the patient continues to use the same liberty select cycler and has not requested a replacement. The pdrn stated the events were unrelated to pd therapy or the utilization of fresenius product(s), drug(s) or device(s).